Event description:
It was reported that the procedure was to treat a previously stented 99% restenosed, concentric lesion in the mid left anterior descending (lad) artery. A 6-french non-abbott guiding catheter and a non-abbott guide wire were placed. The 3.0x12mm nc traveler balloon dilatation catheter (bdc) was unpackaged without issue and no resistance was noted during removal of the protective sheath. The bdc was soaked and prepped prior to use with no reported issue or leak during preparation. The bdc was successfully advanced to the target lesion; however, the balloon ruptured at 5 atmospheres (atm) during the first inflation and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.0x15mm non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide catheter: launcher jl4.0 (6-french); stent: 3.0x18mm integrity. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The nc traveler is currently not commercially available in the us.